Manufacturer narrative:
H4: the lot was manufactured from (B)(6)2020 - (B)(6) 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ten (10) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking coming from a pinpoint puncture in the middle port with the winged twist off cap. This issue was identified after preparation, prior to patient use. There was no patient involvement. No additional information is available